Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Customer reported that : "while the doctor was inserting an axos ancillary instrument set plate, one of the cortex screws (part number: 661434) broke. The body of the screw remained in the patient while the head detached. The patient is fine, the body of the screw will be removed along with the plate."

Manufacturer narrative:
The reported event that cortex screw axsos 3 ti ø3.5mm / l34mm was alleged of issue ¿implant - breakage intra-operative¿ could be confirmed, since the product was returned and was found to be broken. The device inspection revealed the following: the received cortex screw having only the head part, the other part is still in the patient¿s bone. The surface of the head has multiple scratches and dents. The edges of the hexagon are deformed. The fracture surface indicated that towards the high axial loading during the final insertion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. The operative technique clearly instructs user that: ¿ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. In the extreme event of broken or stripped screws,¿ based on the investigation the root cause was attributed to a user related issue. The failure was caused due to the high axial loading during the final insertion. If any further information is provided, the complaint report will be updated.

Event description:
Customer reported that: "while the doctor was inserting an axos ancillary instrument set plate, one of the cortex screws (part number: 661434) broke. The body of the screw remained in the patient while the head detached. The patient is fine, the body of the screw will be removed along with the plate."